Event description:
It was reported that the patient was unable to charge due to ipg migration. The patient underwent a revision procedure wherein the ipg was repositioned and sutured. The patient was doing well post operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.